Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no clinically relevant documents were provided, therefore, the root cause of the reported breakage cannot be determined. Per the complaint details, the broken piece was retrieved, and nothing fell inside of the patient. The anthology surgical technique warns: ¿intraoperative fracture or breaking of instruments can occur. Instruments which have experienced extensive use or excessive force are susceptible to fracture.¿ based on the limited information provided, the surgery completed with the same device without any delay. Since there was no reported patient harmed as consequence of this issue, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a revision thr surgery, as the surgeon went to disengage the redapt femoral stem handle, the locking knob at the top of the anthology inserter posterior hard broke off. The broken piece was retrieved, and nothing fell inside of the patient. Surgery had been completed with this device without any delay. Patient was not harmed as consequence of this problem.